Manufacturer narrative:
Model number/catalog number: 72404127, batch/lot number: 1000297953, model/catalog description: control pump fgs iz, model number/catalog number: 72400024, batch/lot number: 1000295530, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced infection due to the original incision opening. The patient told the physician that his longer thumbnail continuously touched the incision causing it to break open. There were no device malfunctions associated with the explanted aus. The patient did not experience any further adverse events and was said to be good following the procedure.